Event description:
It was reported that the system shut off in the middle of a case. It is unknown how the procedure was completed. No patient or user harm has been reported. We are conservatively reporting this event as the investigation is ongoing. A follow-up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the stem had shut off on them in middle of case. The philips field service engineer (fse) inspected the system and unable to replicate symptoms or confirm the complaint. As proactive measure fse pulled the error logs from the system, reviewed in cat tool, and found no power errors. The fse also performed generator functional tests were successfully completed by fse. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.